Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Address was found via a google search of the hospital's name: (B)(6). Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hole in the tubing was discovered while using bd saf-t-intima¿. This occurred once and there was no patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when the patient was punctured, the extension of the device was with a hole. What is the batch #? Unknown batch. Was the product used in patient? Was the hole noticed prior, during or after use? During. Was there a leakage of medication, or exposure of blood or chemotherapy to the mucous or skin? If so, were pep actions taken? No.